Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and a moderate level of ketones were present. An insulin injection was administered to address bg. Customer did not know cause of elevated bg. Customer observed insulin exiting out of the cartridge tubing and infusion set tubing. There were no pump alerts or alarms. Recommendation was made for the customer to discuss the event with a healthcare provider.